Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history reivew) for all fs libre sensor and fs libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. . Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Tripped trend review was completed for the reported complaint and fs libre sensors and found issues were escalated to tracking and trending review. The result of the tracking and trending investigation determined that the upward complaint trend was not driven by any product related issues. Additionally, there were no confirmed complaints within the trend data in this review. Therefore, there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing an adverse skin reaction after 10 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as redness and pus at the sensor site and self-treated with an unspecified antibiotic that was previously provided by her doctor. Customer further reported her doctor advised her to use "pearl powder" on the wound at the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction after 10 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as redness and pus at the sensor site and self-treated with an unspecified antibiotic that was previously provided by her doctor. Customer further reported her doctor advised her to use "pearl powder" on the wound at the sensor site. There was no report of death or permanent injury associated with this event.